Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-23: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having some pain in the area where the leads/ins were located. Pt said that they had the pain for a long time and that they just put up with the pain, however the pain was a lot worse now and they didn't want to put it up with it anymore. Pt said that lately they had put a patch over the area to see if that would help with the pain, however the patch was no longer helping anymore. Patient said the healthcare provider didn't do anything with the device because there was nothing to do with the device and so the healthcare provider would always call a manufacturer representative (rep) if they needed something. Patient said that healthcare provider had left the practice and they did not know who the new healthcare provider was. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. 2024-sep-27: additional information was received from a manufacturer representative (rep). The rep reported that according to the healthcare provider (hcp) it looks like the ins has turned on its side. The pain is only at the ins site. Hcp plans to reposition the ins. The issue has not yet been resolved. We are waiting for the patient¿s insurance to authorize the surgical revision.